Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the distal left anterior descending artery with one 2.5 x 28 mm xience v stent. On (B)(6) 2011, the patient experienced stable angina with a positive functional ischemia test. On (B)(6) 2011, the patient was hospitalized and on (B)(6) 2011 underwent a percutaneous coronary intervention to treat stenosis in the target vessel, target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.